Event description:
The pt reported that insulin leaked in the cartridge compartment of his infusion device. He stated that he inserted the filled insulin cartridge into the device before attaching the adapter and infusion tubing. The pt was educated on the need to connect the adapter and infusion tubing to the cartridge before insertion into the infusion device. The pt was instructed on how to clean the insulin from the cartridge compartment. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.